Event description:
It was reported that pump displayed malfunction alarm code 12 with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer contacted support, received instructions to reset pump, successfully cleared malfunction without recurrence, and was advised continuing using pump and call back if any malfunction code occurred again, which caller acknowledged and understood.